Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, cloudy effluent and constipation. The cause was unknown. One day before the event onset, the patient was hospitalized for the event. Two days after the event onset, the patient was treated with gentamycin (0.6 mg per kg) for peritonitis. Twenty-six days after the event onset, the patient was discharged from being hospitalized. Twenty-seven days after the event onset, the patient was treated with vancomycin (2g) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.